Event description:
The user facility reported that the angio-seal device was deployed, and everything seemed to go normally; however, there may have been a hematoma directly after closure. Pressure was held for 10 minutes, and then the patient was kept flat for 4 hours prior to discharge. At some point after discharge, the patient was presented to an emergency room (ER). They were transferred from that ER directly to the operating room (or) at a different hospital for a hematoma evacuation and a common femoral artery (cfa) repair. The patient was doing well, but there has not been a report from surgery yet. The event occurred post-procedure. Blood loss was greater than 250 cc. The type of procedure performed was an yttrium-90 (y-90) radioembolization.

Manufacturer narrative:
D4: expiration date: unknown due to the combination of an unknown model & lot number. D4: UDI: unknown due to the combination of an unknown model & lot number. D6b: explanted date: unknown. H4: device manufacture date: unknown due to the combination of an unknown model & lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information received on 02 may 2025: there was no damage, and the device was intact but not fully clinched down. The surgical report indicated that no damage was done to the artery. The anchor appeared to be attached to the device but was not tightly cinched to the arterial wall, similar to collagen. The deploying physician discovered that the issue was due to inadequate tension when deploying the device. This likely caused the collagen to catch some tissue between the collagen and the extravascular wall, leading to the late bleed. The patient did well and was released with no additional follow-up needed after vascular closure.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide additional information in section b5.